Event description:
Information was received that reported a patient was hospitalized due to incidence of hyperglycemia. The reporter states that the patient's blood glucose had been very liable. On the evening of may 16th, she was admitted with a blood glucose of 483mg/dl and symptoms of vomiting, chills, and fatigue. The patient was diagnosed with diabetic ketoacidosis and treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence; but as of the date of this report had not been returned for evaluation

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.